Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was a closure using a proglide and prostyle device related to an abdominal aortic aneurysm procedure. Reportedly, both devices experienced suture thread failures requiring the use of additional material [device]. There was no adverse patient effect and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
An analysis was performed on the returned device. The failure to fire could not be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information reviewed the cause of the difficultly cannot be determined. In this case, the failure to fire is possibly likely due to a posterior needle deflection (cuff miss); however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.